Event description:
It was reported that there was an undersensed beat from the right ventricular (rv) lead and right atrial (ra) lead undersensing noted during vf episodes which did not appear to impact device detection. It was also reported that there was additional ra lead undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes which triggered device classified false termination of at/af episodes. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694758 lead implanted (B)(6) 004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.